Event description:
It was reported that during a bronchial artery embolization procedure, coil deployment difficulties were encountered. The patient presented with coughing up blood. The bronchial artery was accessed, and a 5fr guide catheter was used. A renegade 18 micro catheter was used. First, an idc18 3x10 coil was deployed. Then, two fibered platinum 2x20mm coils were deployed. When the physician attempted to deploy this 3x10cm idc coil, it detached and deployed in the main artery. The physician attempted to snare the coil with a gooseneck snare however the coil was stretched and torn during the attempt. No patient complications have been reported. Patient is under observation. The bleeding was resolved and the patient was discharged from the hospital. It was an opinion of the physician that it may have been a spasm in the bronchial artery that caused the coil to not detach and deploy properly.

Manufacturer narrative:
The complainant indicated that the coil remains in the patient; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.